Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the station was on the blue screen of death. A field service engineer (fse) reimage the station. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and could not be recovered. The station could not be used. Remote smart service (rss) was checked, and the station was found to be offline. The customer attempted to reboot the station, but the error persisted. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delay or adverse events or injuries reported based on this event.